Event description:
It was reported that, the surgeon attempted to insert a cc4204bf collamer single piece lens and the lens tore. There was no patient contact or injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found one haptic and the lens optic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.